Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, abnormal loading of limb or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a thr with a r3 20 deg xlpe acet lnr 32mm x 60mm, a revision surgery was performed on (B)(6) 2021 due to hybrid hip construct for instability. Surgeon opened and identified how hip was dislocating, therefore, removed femoral head and liner. Also, he highlighted a discoloration around the outer hemisphere of the explanted liner, just below the double channeled locking ring. He stated he thought this was evidence of some corrosion and hypothesized it may be due to the instability of the construct. The current health status of patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Postal code (B)(6).